Event description:
A (B) (6) female pt with hypertension and ischemic cardiac disease underwent aaa repair on (B) (6) 2010. The pt's anatomical form was suitable for aaa repair but the left femoral artery was confirmed to be calcified. The delivery system of main body was inserted from the left femoral artery over a wire guide and advanced. The physician pulled and pushed the system several times in order to adjust the position and orientation of the main body. The left femoral artery was ruptured completely; he then attempted to remove the system once due to difficulty of the adjustment of the orientation. The left femoral artery was repaired using synthetic blood vessel and blood flow was recovered. Zenith aaa endovascular graft placement was abandoned. The pt is doing fine.

Manufacturer narrative:
(B) (4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the need of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques and delivery systems of a 14-22 french introducer sheath. The IFU provides recommendations for proper selection of graft size based on pt specific vessel diameter. The failure mode assigned to this case is perforation of vessel. This failure mode was determined based on the provided event description as well as the physician's comments: "the left femoral artery was more brittle than I expected." A definitive root cause cannot be determined or reported at this time. Pre-operative, and postoperative imaging were not supplied in this case. Specifically, preoperative imaging would be beneficial in ensuring proper selection of graft sizes was performed, as well as ensuring that the product was not used in unfavorable anatomy conditions stated in the IFU. Although definitive root cause cannot be determined or reported at this time; the pt's anatomy may have been a contributing factor to the perforation of the vessel. We will continue to monitor for similar incidents.